Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6)2010 and mesh was used. The patient developed a recurrent hernia on (B)(6)2010. Upon inspection of the abdomen, it was noted that the mesh had torn free from the right side of the facial edges where it had been sutured. This was a mesh failure at 6-7 points where suture was located. The patient underwent another procedure and the mesh was removed. The patient was primarily closed with retention sutures. Additional information was requested.